Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Chest pain is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016 a 4.0x23 mm xience alpine stent and a 3.5x23 mm xience alpine stent were implanted in an unspecified artery. On (B)(6) 2016, the patient was re-admitted for other unspecified cardiovascular symptoms and precordial pain. Unspecified treatment was performed and the patient was discharged to home. No additional information was provided.